Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that the burr had fractured the guidewire. Vascular access was obtained via the femoral artery. The 80% stenosed, concentric, de novo target lesion was located in the moderately calcified and mildly tortuous left anterior descending artery. This rotapro 1.50mm atherectomy system and rotawire were being used for treatment. During the procedure one ablation was performed for 15 seconds at 170,00 rpm. However, it was noticed that the burr had snapped the mid portion of the rotawire apart. The burr and the entirety of the guidewire were removed from the patient, and a new rotapro 1.50mm and guidewire were used to successfully complete the procedure. No patient complications resulted due to this event the patients status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older device evaluation by MFR: the returned product consisted of the rotapro atherectomy device. The advancer, drive shaft, handshake connections, sheath, coil, annulus, and burr were visually and microscopically examined. Inspection of the device found that the annulus was damaged/not rounded. Functional testing was performed using the returned portion of the wire. During testing, the returned portion of the wire was not able to be inserted through the damaged annulus. The damage to the annulus was found to be consistent with continuous interaction between the rotawire and the rotating burr. Product analysis confirmed the reported events, as the returned rotawire was fractured and the annulus was damaged in a way consistent with continuous interaction between the rotawire and rotating burr.

Event description:
It was reported that the burr had fractured the guidewire. Vascular access was obtained via the femoral artery. The 80% stenosed, concentric, de novo target lesion was located in the moderately calcified and mildly tortuous left anterior descending artery. This rotapro 1.50mm atherectomy system and rotawire were being used for treatment. During the procedure one ablation was performed for 15 seconds at 170,00 rpm. However, it was noticed that the burr had snapped the mid portion of the rotawire apart. The burr and the entirety of the guidewire were removed from the patient, and a new rotapro 1.50mm and guidewire were used to successfully complete the procedure. No patient complications resulted due to this event the patients status was stable.